Event description:
The customer reported that this unit's lcd display was missing segments. No pt involvement was reported.

Manufacturer narrative:
The customer's complaint was verified. Isolated to the ui pcb. The iu pcb was replaced.